Event description:
On (B)(6) 2013, the patient with a tortuous anatomy underwent pipeline embolization treatment. The patient was given aspirin and plavix. During the procedure, it was reported that the pipeline was advanced to the left mca (middle cerebral artery) but it could not be released from the capture coil despite repeated rotations and repositioning attempts. The pipeline was removed from the patient. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).